Manufacturer narrative:
Concomitant product: 4194 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced pre-syncope following inappropriate pacing inhibition from the cardiac resynchronization therapy defibrillator (crt-d) due to oversensing of noise on the right ventricular (rv) lead channel and suspected electromagnetic interference (emi). It was noted by the patient that there was construction taking place within 20 feet of their home and heavy equipment was causing vibrations within their home, which caused chest pain and soreness during the duration of the heavy equipment use. The patient added that the chest pain and soreness would go away approximately one hour after the work stopped. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.